Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error during the prime process. The caller stated that the insulin pump had not been exposed to a strong magnetic field. The caller noted that they were able to fill the tube manually. The customer was advised to do a complete set change and deliver 5.0 units via the fill cannula process. The customer reported that the insulin pump alarmed motor error again. The customer's blood glucose was 182 mg/dl. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and cracked reservoir tube lip.